Manufacturer narrative:
Continuation: product ID 977a275 lot# serial# (B)(4) implanted: 2013-(B)(6)explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the x-ray showed no lead migration. The patient has been referred to the implanting physician for a lead revision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator(ins) for lumbar radiculopathy and spinal pain. It was reported that on (B)(6) 2018 the patient noticed they weren't getting pain relief from their device like they had in the past. Impedances were checked on (B)(6) 2018 and were found to be high on the entire 0-7 lead with one red contact on electrode 4. Reprogramming was performed, which provided adequate coverage. The doctor was made aware of the high impedances and ordered a x-ray to verify the patient's lead placement. Follow up to determine if the new programming has been working for them will be conducted at the patient's next doctor appointment in the next month. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation: product ID 977a275 lot# serial# (B)(4) implanted: 2013-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer¿s representative (rep). The rep reported that the 0-7 lead impedances were out of range, red and orange. The rep reported that the patient wasn¿t getting sufficient pain relief. The rep reported that they were only able to use the 8-15 lead. The rep reported that the patient had been reprogrammed several times. The healthcare provider (hcp) had discussed a potential lead revision with the patient, but it sounded like the hcp wanted the patient to try out the latest groups and then go from there. The issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2019. Product type lead, product ID 977a275, serial# (B)(4), implanted: (B)(6) 2019. Product type lead, product ID 977a275, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019. Product type lead, product ID 977a275, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient had not been getting good pain relief. The patient had a lead revision on (B)(6) 2018 with no improvement. The patient was reprogrammed on the day of the report from low dose settings to high dose settings to try and capture the pain. There were no impedance issues. It was unknown at that the time of the report if the issue with the lack of relief was resolved. There were no further complications reported.